Event description:
Boston scientific crm received information that this lead dislodged. The lead was successfully revised. This lead remains implanted. Boston scientific did not make the event date available.